Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the tubing and the main body. The reported condition was verified. The cause of the separation could not be determined; however, the assembly between the tubing and post of the dark blue female connector is a friction fit and not a solvent bond; therefore, a strong tug on the tubing and patient adapter will cause a separation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the "line" and the ¿white twist clamp/sleeve¿ of a minicap transfer set; described as ¿the lines are very stiff and patients break them when trying to open or close them¿. This was further described as the patient spent ¿three days connecting the line to continue dialysis¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, the patient received an antibiotic prophylactically. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.